Event description:
A report was received from a customer that stated "trachy cuff pilot balloon has a small hole resulting in cuff deflation". No other information was provided or known until subsequent follow up with the reporter added that the patient was re cannulated with a replacement tube.